Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection was performed. During the visual inspection it was identified that the fuse was damaged. The cause of the damage is unknown. The fuse was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the service technician found that the flogard infusion pump had a damaged fuse. Additional information is not available.